Event description:
The manufacturer received information a ventilator was dropped. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's speakers and front panel board were replaced to address the issues.